Manufacturer narrative:
Internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. The enclosures screw holes were damaged. The enclosures were separated. The battery receptacle was damaged. A functional evaluation was conducted. A test battery was utilized. The device failed the weight test. The piston migration was at 2.5 inches. The complaint of "cracked" was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. The reported failure of "not locking" was confirmed and the root cause can be attributed to a seal failure. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were a repeat issues. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set up inspection, the plastic of the spider 2 tenet was cracked and the arm was not locking. Backup device was available to complete the procedure. No delay and no patient injuries were reported.